Event description:
After a directional coronary arthrectomy procedure the balloon ruptured and a dissection of the left anterior descending artery occurred. The physician stated he may have exceeded the rated burst pressure. The dissection was treated successfully with a perfusion dilation catheter. The pt also required a pericardiocentesis to alleviate a cardiac tamponade. The pt was discharged home four days post procedure. Hospital has discarded device.